Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic procedure, the first staple was fired, but the second one could not be fired. A new staple was used to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.